Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An advocate from (B)(4) stated her sister, in (B)(6), had received a blood glucose reading of 5.2 mmol/l from the contour. She later fainted and fell to the floor. The customer's husband called an ambulance and she was taken to the hospital. She did not receive treatment but remained in the hospital for 3 days. The advocate was advised to return the test strips for evaluation. New meter and strips were sent.